Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Promus element plus (B)(6) pmss clinical study. It was reported that angina and in-stent restenosis occurred. On (B)(6) 2013, the patient presented with stable angina and index procedure was performed. The 90% stenosed, 30.1 x 1.39mm, new, eccentric, type c, diffuse lesion of more than 2cm in length, with a =< 45 degree bend and timi 3 flow target lesion was located in the bifurcation area of a severely calcified and moderately tortuous mid left anterior descending artery (lad) artery. The physician treated the lesion with pre-dilatation and placement of a 2.25x32mm promus element plus stent at 18 atmospheres. Following post dilatation, residual stenosis was 0% with timi 3 flow. On (B)(6) 2013, the patient developed unstable angina. The physician performed percutaneous coronary intervention (pci) in the proximal lad. Fourteen days post procedure, the event was considered resolved.